Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device had an excessive amount of on-time due to user power on cycles. Through a review of the device's electronic memory, it was observed that the device had 45.5 hours of lifetime use which depleted the device's internal hybrid layer capacitor (hlc) batteries and prevented the device from remaining powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device could not stay powered on in order to charge and shock.